Event description:
The customer reported the following blood glucose, carbohydrate intake and insulin bolus history for (B)(6). Later that night, sometime after 9 pm she recalled a bg reading of 500 mg/dl, but she could not find this recorded in her history. She reported that when she removed the pod, the cannula looked bent and she wasn't sure it was in the skin. She also stated that she adjusted her basal rate per her doctor's request about six weeks prior to her call.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that she was unsure if the cannula was in the skin at the time the device was removed. A dislodged cannula could interrupt insulin delivery and contribute to high blood glucose. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.